Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device involved in this MDR was not implanted. Reportedly, the physician also had similar difficulties to connect to a second reply dr ((B) (4) reported under MDR report #1000165971-2010-00772). The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.